Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Proximal stent struts were lifted from their crimped position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-may-2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via the right side. The 75% stenosed, 30mm in length, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified, 3.00mm in diameter left anterior descending artery. The lesion contained a bend of less than 45 degrees. Pre-dilation was performed with a 2.5mm x 15mm balloon catheter, leaving 50% residual stenosis in the lesion. A 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion due to calcification and tortousity. The device was removed from the patient's body and the procedure was completed using a different device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.